Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI- (B)(4). H6: evaluation conclusion code was used due to lack of availability of a suitable one. The device history record (DHR) for the 34 in. (86cm) dual port single bladder disposable cuff, part number 60707000600 and lot number z000007528, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 27 mar 2018, it was reported from zimmer UK ltd that a 34 in. (86cm) dual port single bladder disposable cuff failed the leak test prior to surgery. On 26 apr 2018, a returned product investigation was performed on the 34 in. (86cm) dual port single bladder disposable cuff. The physical evaluation revealed that the returned cuff was leaking where the hose goes into the 90 degree connector. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 34 in. (86cm) dual port single bladder disposable cuff was leaking, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4)., mw5075599. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the disposable tourniquet cuff was failed on machine in test mode prior to being used on a patient undergoing total knee replacement. It was clarified that the cuff failed the leak test. An additional device was used for the surgery with no delay or harm. No adverse events were reported as a result of this malfunction.